Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: shocked, burn on the side. During setup the hub was lowered and pulled a power cable down with it, exposing the wire. There were two nurses in the room setting up but no one was hurt. They reported hearing a large electrical noise and visible sparks. The hub still functions fine but has a cosmetic burn on its side. The probable root cause could be due to exposed wire on the power cable coming into contact with the or hub chassis. Possibly occurring during setup as the hub was being lowered and the power cable was pulled down with it, exposing the wire.

Event description:
It was reported that the device had a thermal event.

Manufacturer narrative:
Updating FDA registration number to: 0002936485 - endoscopy (san jose).

Event description:
It was reported that the device had a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had a thermal event.